Event description:
While doing a shoulder arthroscopy the pump was allegedly alarming and the doctor instructed the staff to hit the reset button. When the alarm continued to sound, the pressure sensing sheath was replaced and the procedure completed. When the drapes were removed the patient was noted to have an extravasation and a collapsed lung was identified. The patient was transferred to an in-patient hospital and underwent a video assisted thoracostomy. No lung puncture was noted, a chest tube was inserted, after which the patient's condition was satisfactory.